Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her pump is alarming lost sensor. Troubleshooting was performed and communication was restored between insulin pump and sensor. Customer also reported of experiencing low blood glucose on and off since (B)(6) 2013. Customer's blood glucose ranged from 40 mg/dl to and 50 mg/dl. Customer declined troubleshooting for low blood glucose due to not having enough time. Customer stated that she will call back if she has any further issues with her device. Insulin pump would not be returned.